Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and identified that system did not start up correctly. Upon troubleshooting, fse found that during a geo restart software froze suddenly. To resolve this issue fse reloaded the suite pc software and restored the configuration. After reloading the suite pc software, system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up correctly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.